Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that two days after the implant of an implantable pulse generator (ipg), the patient went into cardiac arrest and had to be externally defibrillated. When the device was interrogated, it was noted that it experienced a partial reset due to external defibrillation causing a mode switch. The device was reprogrammed initially, but was later explanted and replaced due to medical decision to upgrade to an implantable cardioverter defibrillator (ICD). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.